Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected, changing from six years remaining to five years remaining within six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.